Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that an impedance test had been performed to confirm the lack of stimulation. It was reported that the issue was not resolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the high impedance was not known, and that a possible lead revision might take place to resolve the lack of stim on the patient's right side and high impedance. This issue has not yet been resolved, and it still pending. No further complications were reported.

Manufacturer narrative:
Other applicable components are: : product ID neu_unknown_lead, serial# unknown, product type: lead, product ID: neu_recharger_acc, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) on (B)(6) 2017. It was reported that the patient was unsure if their stimulator was activated after the implant surgery. The patient reported that they did not believe that the stimulation was turned on and that they did not feel ¿energy¿ going through their body. It was stated that ¿charging [their] device was the only was [they] can get relief.¿ the patient stated that they plugged the ins recharger (insr) in and the led lit up, and then they laid down on their bed and all the lights went off. The patient clarified that the signal strength ¿darkened out.¿ it was noted that the patient was very confused and was having a hard time following instructions. The patient mentioned that they had plugged the power unit into the insr and charged it to full. The patient stated that they didn¿t want to be tethered to it for 2.5 hours even though they recommended that he charges twice weekly. The patient planned to meet with a manufacturer representative on 2017-nov-09 to get some assistance and in person education on the use of the external devices. No further complications are anticipated. Additional information was received from the patient on 2017-11-08. It was reported that the patient was having poor coupling since implant on (B)(6) 2017. The patient used the antenna locate feature and was able to achieve 8 coupling bars but was worried that they were losing bars when they would move around. The patient noted their displeasure about how much time it would take to charge their ins. The patient was assisted in turning their stimulation back on as it was off. Adhesive discs were ordered for the patient. The patient called back and reported that they were not feeling stimulation. The patient mentioned that they forgot how to use their patient programmer (pp). The patient was able to sync to their ins and increase the stimulation. The patient was then able to feel stimulation. The patient wanted to meet with a manufacturer representative to have their programs adjusted. No further complications are anticipated. Additional information was received from the patient on 2017-12-06. It was reported the patient was having the same issues with having 2 channels but only 1 is working. The patient met with a representative, but it still wasn¿t right. The patient was redirected to their healthcare provider to get into contact with representative. No further complications were reported. Additional information was received from the manufacturer representative on 2017-12-07. The representative reported impedances were checked and okay at the ins replacement a couple months ago. The representative reported that the right lead was not providing stimulation. Impedances were run at default and showed > 10k. Left lead contacts 0 1 25000 right lead 10000 on 0 8 --9600 on 0 13 --everything else is >10000. The representative was attempting to add an a2 program for the right side. Left side (0-7) was fine. The representative went through the contacts and there was no viable option for programming. The patient was in a car accident (B)(6) 2016. The accident was prior to the ins replacement and good impedances were noted since then. Impedances were tested: >40000 or elevated. Troubleshooting steps including rerunning electrode impedance at higher amplitude, if medically appropriate. Discussed x-ray/fluoroscopy. Representative will review xrays or revision with hcp. Symptoms included no stimulation on the right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that someone had broken into his house and stole his recharger and later found out his battery was ¿dead¿/¿gone¿ and they tried to ¿jumpstart it¿ and then the device was replaced in (B)(4) 2018. No further complications were reported. **see related event 702182257 for information related to ins replacement**

Manufacturer narrative:
Product event summary #pli 10: investigation summary: it was reported that the patient had no energy through their body, the signal was strength was "darkened out", there was poor coupling, high impedance, a lack of stimulation on the right side, and the patient was displeased with how long it would take to charge the ins. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The rep, hcp, and patient were contacted to determine the cause/resolution of these issues. Additional info reported that the recharging issues were resolved and the patient was able to get 8 coupling bars but that the high impedance and lack of stim had not resolved. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Investigation summary - it was reported that the ins was dead/gone and attempted to be jump started. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. Device return was requested, however the device was not returned at the time this investigation was completed and no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. CAPA monitor - overdischarged batteries c/pas 1306. The report of the attempt of jumpstarting the battery. The root cause, if available, is documented in the referenced investigation record. Pli 20: investigation summary: it was reported that the light on the insr went out when the patient set it down. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient/hcp were contacted to determine cause/resolution but this information was not provided. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Pli 30: investigation summary - it was reported that the right lead was not working and high impedances were observed. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The rep was contacted to determine the cause and resolution to this event, but they had no further information. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: neu_recharger_acc, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) was ¿only working on one side.¿ the patient clarified that he was feeling stimulation in his left side but not his right side. The patient reported that when the device was first implanted, the stimulation was in his ¿lower thoracic¿ to his legs. The patient reported that he previously could adjust his stimulation intensity and the pulse width. The patient reported that since the implant in january he only noticed stimulation in his left side. The patient reported that when he stretched he could feel stimulation down in his foot. The patient reported that he worked with a manufacturer¿s representative (rep) to figure out effective programming for him. The patient reported that the rep told him he shouldn't have to stretch in order to feel stimulation in the correct spots. The patient reported that they found out there was a ¿break¿ in the lead/that there was ¿a compromise where its not getting the full jolt of energy in.¿ the patient reported that he noticed he wasn¿t feeling stimulation. The patient reported that his stimulation was on and set to 1.80 and noted the ins battery level was down to ¿below ¼¿ and decided to charge his ins. During the call, the patient reported that his recharging showed his ins battery was at least 50% charged. The patient connected his patient programmer pp) to his ins and increased stimulation to 2.20 and then reported his could feel stimulation in his left side but still not his right. The patient reported that he was scheduled to have the ins removed and replaced with another manufacturer¿s device on (B)(6) 2018. No further complications were reported. **see related event 702182257 for information related to ins replacement**